Manufacturer narrative:
(B)(4). Batch p58f8e. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned with the cartridge pan dislodge and with 16 double drivers out of position and 8 double drivers missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, cartridge was found loose when it was open from sterile pack. Cartridge was inserted into the device but it started to disassemble. Scrub nurse disengaged cartridge from the device and the reload was completely loose. Cartridge metal housing was dislodged and orange drivers started to fall out. Fragments were generated but were removed easily without additional intervention. A new cartridge in the same device was used to complete the procedure. There were no adverse consequences for the patient.